Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 29.5-30.5cm from the distal end. The etfe coating was intact at the same location.